Manufacturer narrative:
A definitive assignable cause could not be determined. The most likely assignable cause of the event was a sample related issue. The discordant (B)(6) result was reproducible on four vitros systems and a non-vitros diasorin liaison xl (chemiluminescence test). Since the results were reproducible on four vitros systems an unexpected instrument performance is not a likely contributor to the event. Based on historical quality control results, a vitros (B)(6) reagent lot 4130 performance issue is not a likely contributor to the event. In addition, the customer was not following the sample collection device manufacturer¿s recommended centrifugation protocol; therefore, pre-analytical sample processing cannot be ruled out as a contributing factor. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed.

Event description:
A customer obtained a discordant (B)(6) result from a single patient sample on a vitros 5600 integrated system and a vitros 3600 immunodiagnostic system when compared to (B)(6) results obtained from the same patient sample on a non-vitros fujirebio inno-lia system (B)(6). Biased results of the magnitude and direction observed could lead to inappropriate physician action. The discordant (B)(6) result was not reported from the laboratory. There was no allegation of patient harm as a result of the event. (B)(4). This report is number one of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved.